Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose readings after lunch while using the ilet, with pump display values around 203 and subsequent variability between approximately 180 and 225; tubing was primed with visible drops and the user later replaced the infusion site, after which glucose values trended down toward 185. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia without escalation of care. Investigation included remote troubleshooting, verification of insulin delivery through tubing priming, and guidance to replace the infusion site. Investigation of this case revealed no confirmed device malfunction, with glucose trends consistent with postprandial hyperglycemia and potential infusion site or set-related variability. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.